Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 06-jul-2020. The most recent information was received on 13-jul-2020. This spontaneous case was reported by a consumer and describes the occurrence of hypersensitivity ('allergies') in an adult female patient who had essure (batch no. 772497) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2019, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), asthenia ("asthenia"), arthralgia ("pain in the right hip"), cardiac disorder ("heart disorders"), visual impairment ("vision disorders") and memory impairment ("memory disorders") and was found to have weight increased ("significant weight gain (22 kg)"), 9 years after insertion of essure. The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2020. At the time of the report, the hypersensitivity, asthenia, arthralgia, cardiac disorder, visual impairment, memory impairment and weight increased had not resolved. The reporter provided no causality assessment for arthralgia, asthenia, cardiac disorder, hypersensitivity, memory impairment, visual impairment and weight increased with essure. The reporter commented: period of occurrence: 9 and a half years. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 06-jul-2020. This spontaneous case was reported by a consumer and describes the occurrence of hypersensitivity ('allergies') in an adult female patient who had essure (batch no. 772497) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2019, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), asthenia ("asthenia"), arthralgia ("pain in the right hip"), cardiac disorder ("heart disorders"), visual impairment ("vision disorders") and memory impairment ("memory disorders") and was found to have weight increased ("significant weight gain (22 kg)"), 9 years after insertion of essure. The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2020. At the time of the report, the hypersensitivity, asthenia, arthralgia, cardiac disorder, visual impairment, memory impairment and weight increased had not resolved. The reporter provided no causality assessment for arthralgia, asthenia, cardiac disorder, hypersensitivity, memory impairment, visual impairment and weight increased with essure. The reporter commented: period of occurrence: 9 and a half years. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.